Event description:
As reported, approximately 4.6 years post initial left tka, the 56 y/o female patient complaint of pain. Patient had a revision due to loose femur and recalled poly. Due to recall surgeon used competitor for revision. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and image received. The devices are not available for evaluation due o recall hospital will not release.

Manufacturer narrative:
Section d10: concomitant products - truliant tib imp ps insert sz 2 13mm (cat# 02-022-35-2013 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.